Event description:
The medical affairs specialist attempted unsuccessfully to speak to the lay user for more clinical info. A letter has been sent as a second attempt to reach the user. The lay user contacted lifescan (lfs) in 2005 alleging that meter did not power. She last tested on the meter three days earlier at 9:30 am and received an 86 mg/dl. The user was unable /unwilling to verify if she experienced any symptoms at the time of testing. She was treated with glucose by a medical professional and was not tested on another device. While troubleshooting with customer services, the user inserted a test strip into the meter and the meter displayed the battery symbol. User did not have a replacement battery for the meter. Customer services sent the user a new meter.